Manufacturer narrative:
The device was evaluated by the MFR and the complaint as reported could not be confirmed. All connections were checked for browning but nothings was found. The rover met all functional specifications when it was released back into service at the account. Based on complaint trending, the most likely cause of this event is melting of the silencer manifold. If heat loosens the connection to the elbow and the silencer manifold rotates such that it touches the vacuum pump. The silencer manifold may melt. This could have produced the smoke reported by the account. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture. There were no relevant non-conformance records associated with the release of this device.

Event description:
It was reported that during a total abdominal hysterectomy the unit started to smoke. There were no flames associated with the smoke. The circulator immediately shut the machine off and removed it from the operating room. The area was cleared of the smoke by the operating room ventilation system. There was another suction device available immediately. There was no delay in the procedure and no medical intervention required.